Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 25 mmol/l. Customer's other blood glucose level was 9.1 mmol/l. Customer declined troubleshooting for high blood glucose values. The product will not return for analysis.